Event description:
It was reported that this right atrial (ra) lead showed possible loss of capture based on ra pacing farfield signal (that was not sensed) and a late atrial sensing that may be retrograde after each ventricular pacing. This behavior was presented a few times. Boston scientific technical services (ts) recommended to increase ra outputs, considering trend only and outputs of 3 volts and continue monitoring. This right atrial (ra) lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that the patient was seen in the clinic and all measurements were good. Loss of capture is not suspected anymore. This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead showed possible loss of capture based on ra pacing farfield signal (that was not sensed) and a late atrial sensing that may be retrograde after each ventricular pacing. This behavior was presented a few times. Boston scientific technical services (ts) recommended to increase ra outputs, considering trend only and outputs of 3 volts and continue monitoring. This right atrial (ra) lead remains in service. No adverse patient effects were reported.